Event description:
In 2009, the patient reported she was released from the hospital/nursing home today. She then had her daughter provide further information. The daughter stated, the patient was taken by ambulance to the hospital and admitted in a diabetic coma. The patient's normal blood glucose range is 190-300 mg/dl, but it was 1088 mg/dl while she was in the hospital. No other details of the incident were provided. The daughter stated that she did not believe the patient's insulin infusion device contributed to the patient's elevated blood glucose and hospitalization. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.